Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported while using the bd max instrument a false positive result was obtained. The customer stated they were using the bd sars-cov-2 assay. Erroneous results were reported. Customer determined the result to be erroneous due to an abnormal pcr curve. The false positive was not reported and there was no report of patient impact. Eua# (B)(4).

Event description:
It was reported while using the bd max instrument a false positive result was obtained. The customer stated they were using the bd sars-cov-2 assay. Erroneous results were reported. Customer determined the result to be erroneous due to an abnormal pcr curve. The false positive was not reported and there was no report of patient impact. Eua# (B)(4).

Manufacturer narrative:
(B)(4). H6: investigation summary the complaint of 'bd sars-cov-2- abnormal curve/ fp' was received against the bd max instrument catalog number 441916, serial number (B)(6). The complaint states that on one sample, the customer received an abnormal pcr curve and deemed it to be false positive. The review of the database and log files by bd service showed that there was low amplification and one lane produced an n1 false positive due to a clear bubble. The abnormal pcr curves are produced by either fill issues or true amplification. The customer was also using the old bd sars-cov-2 assay kit which is prone to false positive results. The complaint is confirmed as an instrument issue based on the information present. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were available for investigation. The root cause of the issue is the original bd sars-cov-2 assay design and the bubble in the cartridge. No new trends, risks, or hazards were identified as a result of the complaint. A corrective action (CAPA) 1632720 exists to fix the false positive issue created by the original bd sars-cov-2 assay.

Event description:
It was reported while using the bd max instrument a false positive result was obtained. The customer stated they were using the bd sars-cov-2 assay. Erroneous results were reported. Customer determined the result to be erroneous due to an abnormal pcr curve. The false positive was not reported and there was no report of patient impact. (B)(4).

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false positive result was obtained. Customer determined the result to be erroneous due to an abnormal pcr curve. The false positive was not reported and there was no report of patient impact.